Event description:
The pt called lifescan and alleged the one touch basic enhanced meter was reading inaccurately high. The readings were 344 mg/dl, 226 mg/dl and 330 mg/dl compared to readings on unk meters of 186 mg/dl and 236 mg/dl. (Invalid comparison) however the lifescan readings do not fall within the criteria set for precision with readings taken within 10 minutes. No medical attention was received. The customer care rep performed troubleshooting and twice the control solution test was not within range. Based on the info obtained from the pt there is indication the product malfunctioned.